Event description:
Date of operation: 9 march 99. Indication for operation: this is a 64 year old female who underwent a vesica with protegen sling in july of 1998. The pt has had recurrent vaginal infections and vaginal bleeding. She presents at this time for eval of the bladder and removal of the protegen graft for presumed vaginal wound infection. Of note, the protegen material has recently been recalled due to problems of vginal wound dehiscence and erosion.